Event description:
On (B)(6) pt had speed drop to 3300rpm which was drastically below low speed limit set at 8000rpm. After admission on (B)(6), pt had repeated "driveline fault" alarms which resulted in changing his system controller twice without resolution of alarm. Ultimately this event resulted in pump exchange 2/2 driveline fault. A (B)(6) male with hx nicmp s/p dt vad (B)(6) 2015, af, htn who presented with heart failure/volume overload and altered mental status at home on (B)(6). He had been in his usual state of health prior to admission. Has done well with his bad now greater than one year out. His family noted an alteration in his mental status. More forgetful and careless with his meds and vad care. Also, he developed a significant headache and had increasing dyspnea. Pt noted a vad alarm (low flow, speed drop to 3300) (B)(6). He was then seen in vad clinic (B)(6) where he related these symptoms and was admitted. Then on (B)(6) system controller changed at bedside with (B)(6) coordinator, rn and perfusionist at the bedside for "driveline fault" alarm.